Event description:
Information was received indicating that the enclosure to a smiths medical level 1 hotline low flow system was noted to be cracked. It was reported that the pole clamp was observed to be broken. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The examination of the device showed extensive wear to front cover, plate clip, pole clamp, line cord and fluid tank. The reported issue was confirmed and determined likely as a result of wear and product age.